Event description:
The customer reported that while the device is sitting and charging, a red x appears and the device starts to beep and buzz. They indicated that the device wouldn't power on.

Manufacturer narrative:
(B)(4). The customer reported that while the device is sitting and charging, a red x appears and the device starts to beep and buzz. They indicated that the device wouldn't power on. The device was evaluated at philips. The symptom was verified. The software was reloaded on the device. The device then passed all testing and was shipped back to the customer. Subsequent to the return of the device, and after further assessment of the available information. Philips will be requesting the device back from the customer for additional analysis. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.